Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (approximately 300-400 mg/dl). Customer stated they believe elevated bg levels are due to an infection or sickness they may have. Customer delivered boluses via the pump and manual injections to bring bg levels back to target range.